Manufacturer narrative:
The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and and determined that the monitor ECG interface port was loose. Checked continuity of the interface cable found ok. System will be investigated once it is free. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a distorted ECG waveform on interface port. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a distorted ECG waveform on interface port. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. It seems monitor ECG interface port is bit loosen. The getinge fse tightened the ECG interface port to resolve the issue. The fse checked systems performance on iabp trainer and balloon, tested for an hour no issues observed. The system working satisfactorily. The fse connected ECG interface cable and obtained proper output. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.